Event description:
It was reported that the device delivered inappropriate therapy due to oversensing of p-waves on the ventricular channel. Review of the episodes showed the r-waves had decreased suddenly and the device started to double-count. The lead was partially capped and a new sense/pace lead was added. The defib portion of the lead remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.